Event description:
The pt reported that she was unable to adjust stimulation and she has had the blinking implantable neurostimulator (ins) light on for about two weeks. She also reported that she had two or three uti's in the last month and that she has been treated for. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).